Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). H2: additional information. H6: investigation conclusions - additional.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - addtional.

Event description:
Subsequent to the initial MDR, additional information was provided on 03/16/2021. The patient confirmed that the surgery was performed on 02/17/2021 under local anesthetic with successful removal of the sensor wire. At the time of the call he had experienced no signs of infection or other post-op complications and the wound had healed well. No product was provided for evaluation. The allegation was confirmed based on the successful removal of the retained sensor wire. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2021. On the same day the sensor was inserted, the patient went to the hospital later in the day because the insertion site was painful and cramping. An x-ray confirmed that the sensor wire was underneath the skin in his muscle on the left side of his leg. He was given an antibiotic ointment and ibuprofen. He was scheduled to have the wire surgically removed on (B)(6) 2021 but was postponed until (B)(6) 2021. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. At the time of report, the patient was still experiencing pain. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.